Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted into the patient. No clarifying information is provided. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse, hypermobile urethra.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).